Event description:
On (B)(6) 2013, the patient contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 07/10/2013 with the following results: no defect was found. Pump booted to the verify screen with audio/vibration and illuminated display screen and no pixel issue, pump cover was removed and found no moisture corrosion visible on internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.